Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in august 2013 and performed to specification up to the 22nd may 2016. Multiple manual power ups of ten minutes duration were observed in the device memory between the 27th may 2016 and the last log entry on the 7th june 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.